Event description:
The pt reported that he received a blood glucose reading of 40 mg/dl. He stated that he is currently in the hosp for observation due to the low reading. The pt reported that he experienced a high blood glucose reading and thinks that he may have over bolused causing the low reading. The pt reported that he was going to adjust his basal rates to see if that corrected his blood glucose. Upon follow up in 2007, the pt reported that he has not experienced any additional low blood glucose readings. The pt reported that he did adjust his basal rates and feels that corrected the issue. No product will be returned for eval.

Manufacturer narrative:
No product will be returned for evaluation.